Manufacturer narrative:
This report is filed on july 26, 2016.

Manufacturer narrative:
Per the clinic, revisions surgery was performed on (B)(6) 2016, to correct the device placement. During the surgery, the surgeon inadvertently cut part of the electrode. The implant currently remains implanted; however, an additional revision surgery is planned but has not taken place as of the date of this report, (B)(6) 2016. Implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Additional information regarding the patient's device has been requested but has not been made available as of the date of this report, february 22, 2016. Implanted device remains.

Event description:
Per the clinic, revision surgery is planned due to migration of the electrode array.